Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a constant downstream issue. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported constant downstream issue which were reproduced during evaluation. Multiple event of downstream occlusion were verified through a review of the event history log and found that downstream tubing guide was out of adjustment. The downstream tubing guide was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.